Event description:
Procedure type: sigmoid resection. According to the reporter: the instrument was loaded correctly, positioned through the trocar and closed over the tissue. The instrument was fired and the tissue seemed to be closed. After implementing the dst eea instrument the intestinal lumen opened and it had to be resected again. There was no bleeding reported in excess of 2500cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).